Event description:
It was reported that during a benign prostatic hyperplasia procedure, there was a metallic tip rupture. The procedure was completed with another of the same device. No further complications reported.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, there was a metallic tip rupture. The procedure was completed with another of the same device. No further complications reported.